Event description:
This case was initially received via regulatory authority (FDA, (B)(4)) on 03-oct-2015. The most recent information was received on 26-jan-2018. This retrospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain all the time; still in pain (constant and severe)"), habitual abortion ("miscarriages") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2010), tonsillectomy, adenoidectomy, cholecystectomy and appendectomy. Previously administered products included for an unreported indication: depo provera, ibuprofen and ceclor. Past adverse reactions to the above products included urticaria with ceclor and ibuprofen. Concurrent conditions included right upper quadrant pain, hernia, abdominal pain, epigastric pain, nausea, bowel perforation, pancreatitis, gastritis, ischemia bowel, incarcerated hernia, leukocytosis, irregular menstruation and asthma. Concomitant products included cefaclor (ceclor), co-trimoxazole (bactrim), nitrofurantoin (macrobid), oxycocet (percocet) and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("worse thing ever to wake up to everyday in pain/ pain"), dyspareunia ("I can't even please my man anymore cause it hurts/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("bad period cramps"), abdominal distension ("bloating"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, vaginal discharge and weight increased had not resolved and the pelvic pain, habitual abortion, pregnancy with contraceptive device, pain, dyspareunia, dysmenorrhoea, abdominal distension and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: she underwent an essure confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jan-2018: plaintiff fact sheet and medical records received-all relevant medical history, concurrent condition, concomitant medication, indication and treatment were added. Events abnormal bleeding (vaginal), menorrhagia, migraines, headaches, vaginal discharge, weight gain, malposition of essure device were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-oct-2015. The most recent information was received on 03-aug-2018. This retrospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain all the time; still in pain (constant and severe)"), genital haemorrhage ("abnormal bleeding"), habitual abortion ("miscarriages") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2010), tonsillectomy, adenoidectomy, cholecystectomy and appendectomy. Previously administered products included for an unreported indication: depo provera, ibuprofen and ceclor. Past adverse reactions to the above products included urticaria with ceclor and ibuprofen. Concurrent conditions included right upper quadrant pain, hernia, abdominal pain, epigastric pain, nausea, bowel perforation, pancreatitis, gastritis, ischemia bowel, incarcerated hernia, leukocytosis, irregular menstruation, asthma and body mass index normal. Concomitant products included cefaclor (ceclor), co-trimoxazole (bactrim), nitrofurantoin (macrobid), oxycocet (percocet) and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("worse thing ever to wake up to everyday in pain/ pain"), dyspareunia ("I can't even please my man anymore cause it hurts/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("bad period cramps"), abdominal distension ("bloating"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy) and surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pain, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, vaginal discharge and weight increased had not resolved, the habitual abortion, pregnancy with contraceptive device, dysmenorrhoea, abdominal distension, back pain and fatigue outcome was unknown and the abdominal pain and vulvovaginal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, habitual abortion, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: she underwent an essure confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Abdominal & vaginal pain were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1409) on 03-oct-2015. The most recent information was received on 02-mar-2018. This retrospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain all the time; still in pain (constant and severe)"), genital haemorrhage ("abnormal bleeding"), habitual abortion ("miscarriages") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, gravida ii, parity 2 (24oct2000 and 03may2010), tonsillectomy, adenoidectomy, cholecystectomy and appendectomy. Previously administered products included for an unreported indication: depo provera, ibuprofen and ceclor. Past adverse reactions to the above products included urticaria with ceclor and ibuprofen. Concurrent conditions included right upper quadrant pain, hernia, abdominal pain, epigastric pain, nausea, bowel perforation, pancreatitis, gastritis, ischemia bowel, incarcerated hernia, leukocytosis, irregular menstruation and asthma. Concomitant products included cefaclor (ceclor), co-trimoxazole (bactrim), nitrofurantoin (macrobid), oxycocet (percocet) and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("worse thing ever to wake up to everyday in pain/ pain"), dyspareunia ("I can't even please my man anymore cause it hurts/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("bad period cramps"), abdominal distension ("bloating"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy) and surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on 2-sep-2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pain, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, vaginal discharge and weight increased had not resolved and the habitual abortion, pregnancy with contraceptive device, dysmenorrhoea, abdominal distension, back pain and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, habitual abortion, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: she underwent an essure confirmation test quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. New event, abnormal bleeding was added. It was reported that plaintaiff has constant severe pain all the time and she was still in pain. On 6-mar-2018: plaintiff fact sheet received. New event fatigue was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.